Manufacturer narrative:
This report is submitted on (B)(6), 2022.

Event description:
Per the clinic, the device was explanted on november 29, 2018, due to pain and non-use. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on september 15, 2022.